Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter would not allow cerebrospinal fluid to flow. It was stated the product had been implanted and the drainage was not smooth. The product was replaced and the patient¿s status was listed as alive ¿ no injury.

Manufacturer narrative:
Both the peritoneal and ventricular catheter were returned in pieces. The peritoneal catheter was returned in three pieces measuring 36 cm, 17 cm, and 1 cm. The ventricular catheter was returned in three pieces measuring 4 cm, 13 cm, and 5 cm. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ there was proteinaceous debris observed within the interior of the catheters. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.